Event description:
A reporter called to report an adverse effects she is experiencing from her silicone breast implants in 2016. The reporter stated that she is almost 6 months pregnant and has 3 lumps on her left breast and 2 lumps in her right breast. She also stated she has over 50 cc of fluids around both breasts. She went on saying that both of her breasts have been ruptured. She said she has lymphadenopathy under her left armpit, lymphadenopathy on both left and right sides of groin areas, pain on her both breasts, capsular contracture, vomiting, swelling, weight loss. She said her doctor has already diagnosed her with anaplastic large cell lymphoma. Right now, she is awaiting to see a specialist for that diagnosis.